Event description:
It was reported that the patient's left ventricular lead is known to be dislodged. The left ventricular exhibited failure to capture. The reported lead was capped on (B)(6) 2023. The patient was in stable condition.